Manufacturer narrative:
After multiple attempts, the product was not returned for analysis. The report is based solely on the customer's reported issue. Without the return of the product the reported issue cannot be confirmed. Historical data revealed similar complaints with a broken plastic rj-11 connector, and the issue was addressed via ncr 04859. The root cause was determined to be the packaging of the belt. Packaging process was then changed and the broken connectors were reworked for all lots that were in inventory. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the (B)(4).

Event description:
Customer reported on (B)(6) 2019 "patient completed physical therapy, preparing to transport back to room when posey alarm belt was identified as non-functional. Batteries changed in alarm, alarm box functional. Plastic connection noted to be broken connecting belt to alarm box. A new belt was procured with the same broken connector, a second new belt was functional placed on the patient. Product flaw reported to rn, who emailed manufacturer. Pt prepared to go back to room from physical therapy session. Device malfunction - that is, the device did not do what it was supposed to do." The date the issue was discovered is unknown and no patient incident or injury was reported.